Event description:
It was reported that detachment occurred. The patient presented with in-stent restenosis of the left main to circumflex artery. The lesion was prepped with a 2.0 balloon and a 3.0 balloon. Intravascular ultrasound was conducted and since the plaque was fibrotic, a 15mmx3.00mm wolverine coronary cutting balloon was selected for use. The cutting balloon was inflated slowly and deflated slowly during removal. Resistance was felt but the physician continued to try and retrieve the deflated wolverine. When the delivery system was removed, it was noted on angiography that the distal marker was left behind in the ear the ostium of the left main. The shaft was not broken but the distal marker and two halves of the blades remained in the patient. Multiple snares were used in an attempt to retrieve the torn balloon and blades with no success. The physician was able to bring the torn balloon back to the edge of lm near the ostium but this in turn caused a lm dissection. A stent was implanted to tack up the remnants of the wolverine balloon. No further patient complications were reported, and the patient was expected to fully recover.